Event description:
Our facility has received multiple becton dickinson safety-lok 3ml syringes from bd luer-lok which have been noted to have broken needle tips. This problem was first noticed last year when several devices from the same lot were found to be broken at the tip or had a "snake tongue" appearance. Some were noted after the administration of an injection to patients. A letter expressing our frustration with these failures was sent to bd and a letter was sent back stating that the deformed needle points were the result of a manufacturing issue in which the needles were most likely not correctly oriented in the grinder and the tips of the points were not ground fully to the point. This would give the appearance of a forked point or blunt point. This year, more attention has been paid to examining the needles in the new lot, and already a 20% increase of defective devices has been noted. A running tally of failures is being kept and will be reported once all syringes in the lot have been examined.